Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 500 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. It was also reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 157-261 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 450 units of insulin. H3: device not returned.